Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (davinci total laparoscopic hysterectomy with left salpingo-oophorectomy and right salpingectomy). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event- 'personal injury' change with 'persistent pelvic pain', events- "menstrual issues, infections", product information added from summon. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and procedural haemorrhage ("other injury(ies) or complication (s) please describe: postoperative hemorrhage with vaginal cuff bleeding / repair of vaginal cuff hemorrhage") in a 30-year-old female patient who had essure (batch no. A22171) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst. Concurrent conditions included uterine bleeding, lower abdominal pain and constipation. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2015, 2 years 7 months after insertion of essure, the patient experienced procedural haemorrhage (seriousness criterion medically significant) and nausea ("nausea,"). On (B)(6) 2015, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections") and abdominal pain ("abdominal pain"). The patient was treated with surgery (davinci total laparoscopic hysterectomy with left salpingo-oophorectomy and right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain was resolving and the menstrual disorder, infection, procedural haemorrhage, vaginal haemorrhage, menorrhagia, anxiety, nausea, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, dysmenorrhoea, dyspareunia, infection, menorrhagia, menstrual disorder, nausea, pelvic pain, procedural haemorrhage and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, anxiety, menorrhagia, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and multiple episodes of vaginal haemorrhage ('abnormal bleeding (vaginal)', 'other injury(ies) or complication (s) please describe: postoperative hemorrhage with vaginal cuff bleeding / repair of vaginal cuff hemorrhage') in a 28-year-old female patient who had essure (batch no. A22171) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included ovarian cyst, respiratory infection, raynaud's disease, fibromyalgia and gastroesophageal reflux. Concurrent conditions included uterine bleeding, lower abdominal pain, constipation, dysfunctional uterine bleeding, cough, sinus pressure, fatigue, diarrhea, blood in stool, acute bronchitis, sinusitis, constipation, fibromyalgia and sinusitis. Concomitant products included escitalopram oxalate (lexapro) since (B)(6) 2015, esomeprazole since (B)(6) 2012, hydrocodone from (B)(6) 2013 to (B)(6) 2013, linaclotide (linzess) since (B)(6) 2015, nsaids from (B)(6) 2012 to (B)(6) 2017, oxycodone from (B)(6) 2015 to (B)(6) 2015, paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2017, paracetamol (tylenol 8 hour) since (B)(6) 2014, sertraline hydrochloride (sertraline hcl) from (B)(6) 2015 to (B)(6) 2015 and sertraline hydrochloride (zoloft) since (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"), 2 days after insertion of essure. In (B)(6) 2013, the patient experienced nausea ("nausea,"). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced anxiety ("anxiety / psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2015, the patient experienced the second episode of vaginal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections"), genital haemorrhage ("gen.abnormal bleeding"), urinary tract infection ("uti") and post procedural complication ("post procedural complication."). The patient was treated with repair of vaginal cuff hemorrhage. And surgery (davinci total laparoscopic hysterectomy with left salpingo-oophorectomy and right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and genital haemorrhage had resolved and the menstrual disorder, infection, the last episode of vaginal haemorrhage, anxiety, nausea, fatigue, depression, urinary tract infection and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, infection, menorrhagia, menstrual disorder, nausea, pelvic pain, post procedural complication, urinary tract infection, the first episode of vaginal haemorrhage and the second episode of vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of birth (B)(6) 1984 and (B)(6) 1984. Date(s) of removal: (B)(6) 2015 (discrepancy noted) patient received treatment for pain and bleeding. Diagnostic results: impression: 1. Presents with polyarthralgias. Today's examination showed no soft tissue swelling, synovitis 2. Arthralgias and myalgias can be seen in conditions like fibromyalgias. Other possibilities like connective tissue disease and thyroid problem also have to be looked into. 3. Possible raynauds affecting the fourth and fifth fingers on the left hand. One has to worry whether it is idiopathic in nature. It could be secondary to early connective tissue disease. I am not seeing any activity in any of those at this time. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, anxiety, menorrhagia, dyspareunia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and post procedural haemorrhage ("other injury(ies) or complication (s) please describe: postoperative hemorrhage with vaginal cuff bleeding / repair of vaginal cuff hemorrhage") in a 30-year-old female patient who had essure (batch no. A22171) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included ovarian cyst and respiratory infection. Concurrent conditions included uterine bleeding, lower abdominal pain, constipation, dysfunctional uterine bleeding, cough, sinus pressure, fatigue, diarrhea, blood in stool, acute bronchitis, sinusitis, constipation, fibromyalgia and sinusitis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2015, 2 years 7 months after insertion of essure, the patient experienced post procedural haemorrhage (seriousness criterion medically significant) and nausea ("nausea,"). On (B)(6) 2015, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections") and abdominal pain ("abdominal pain"). The patient was treated with surgery (davinci total laparoscopic hysterectomy with left salpingo-oophorectomy and right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain was resolving and the menstrual disorder, infection, post procedural haemorrhage, vaginal haemorrhage, menorrhagia, anxiety, nausea, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, dysmenorrhoea, dyspareunia, infection, menorrhagia, menstrual disorder, nausea, pelvic pain, post procedural haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results: impression: 1. Presents with polyarthralgias. Today's examination showed no soft tissue swelling, synovitis 2. Arthralgias and myalgias can be seen in conditions like fibromyalgias. Other possibilities like connective tissue disease and thyroid problem also have to be looked into. 3. Possible raynauds affecting the fourth and fifth fingers on the left hand. One has to worry whether it is idiopathic in nature. It could be secondary to early connective tissue disease. I am not seeing any activity in any of those at this time. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, anxiety, menorrhagia, dyspareunia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2018: plaintiff fact sheet & medical record received. Event device monitoring procedure not performed was added. Concomitant & historical conditions & drugs were added. Product patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('persistent pelvic pain') and multiple episodes of vaginal haemorrhage ('abnormal bleeding (vaginal), other injury(ies) or complication (s) please describe: postoperative hemorrhage with vaginal cuff bleeding/repair of vaginal cuff hemorrhage'). In a 28-year-old female patient who had essure (batch no. A22171), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "essure confirmation test not conducted". The patient's medical history included: ovarian cyst, respiratory infection, raynaud's disease, fibromyalgia and gastroesophageal reflux. Concurrent conditions included: uterine bleeding, lower abdominal pain, constipation, dysfunctional uterine bleeding, cough, sinus pressure, fatigue, diarrhea, blood in stool, acute bronchitis, sinusitis, constipation, fibromyalgia and sinusitis. Concomitant products included: escitalopram oxalate (lexapro) since (B)(6) 2015, esomeprazole since (B)(6) 2012, hydrocodone from (B)(6) 2013, linaclotide (linzess) since (B)(6) 2015, nsaids from (B)(6) 2012 to (B)(6) 2017, oxycodone from (B)(6) 2015, paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2017, paracetamol (tylenol 8 hour) since (B)(6) 2014, sertraline hydrochloride (sertraline hcl) from (B)(6) 2015 and sertraline hydrochloride (zoloft) since (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), (B)(6) days after insertion of essure. In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced anxiety ("anxiety/psychological or psychiatric problems, condition: mental anguish"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems, condition: depression"). On (B)(6) 2015, the patient experienced the second episode of vaginal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections"), genital haemorrhage ("gen.abnormal bleeding"), urinary tract infection ("uti"). And post procedural complication ("post procedural complication"). The patient was treated with repair of vaginal cuff hemorrhage. And surgery (davinci total laparoscopic hysterectomy, with left salpingo-oophorectomy and right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and genital haemorrhage had resolved. And the menstrual disorder, infection, the last episode of vaginal haemorrhage, anxiety, nausea, fatigue, depression, urinary tract infection and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, infection, menorrhagia, menstrual disorder, nausea, pelvic pain, post procedural complication, urinary tract infection, the first episode of vaginal haemorrhage and the second episode of vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted, in date of birth: (B)(6) 1984. Date(s) of removal: (B)(6) 2015 (discrepancy noted). Diagnostic results: impression: 1. Presents with polyarthralgias. Today's examination showed no soft tissue swelling, synovitis; 2. Arthralgias and myalgias can be seen in conditions like fibromyalgias. Other possibilities like connective tissue disease and thyroid problem, also have to be looked into; 3. Possible raynauds affecting the fourth and fifth fingers on the left hand. One has to worry whether it is idiopathic in nature. It could be secondary to early connective tissue disease. I am not seeing any activity in any of those at this time. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, anxiety, menorrhagia, dyspareunia. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs received: new event: post procedural complication, gen. Abnormal bleeding, uti was added, outcome of pain and bleeding was added, reporter was added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and procedural haemorrhage ("other injury(ies) or complication (s) please describe: postoperative hemorrhage with vaginal cuff bleeding / repair of vaginal cuff hemorrhage") in a 30-year-old female patient who had essure (batch no. A22171) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst. Concurrent conditions included uterine bleeding, lower abdominal pain and constipation. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2015, 2 years 7 months after insertion of essure, the patient experienced procedural haemorrhage (seriousness criterion medically significant) and nausea ("nausea,"). On (B)(6) 2015, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections") and abdominal pain ("abdominal pain"). The patient was treated with surgery (davinci total laparoscopic hysterectomy with left salpingo-oophorectomy and right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain was resolving and the menstrual disorder, infection, procedural haemorrhage, vaginal haemorrhage, menorrhagia, anxiety, nausea, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, dysmenorrhoea, dyspareunia, infection, menorrhagia, menstrual disorder, nausea, pelvic pain, procedural haemorrhage and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, anxiety, menorrhagia, dyspareunia . Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety,nausea, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), other injury(ies) or complication (s) please describe: postoperative hemorrhage with vaginal cuff bleeding / repair of vaginal cuff hemorrhage. Were added.lot number , new reporter were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and the second episode of vaginal haemorrhage ("other injury(ies) or complication (s) please describe: postoperative hemorrhage with vaginal cuff bleeding / repair of vaginal cuff hemorrhage") in a 28-year-old female patient who had essure (batch no. A22171) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included ovarian cyst, respiratory infection, raynaud's disease, fibromyalgia and gastroesophageal reflux. Concurrent conditions included uterine bleeding, lower abdominal pain, constipation, dysfunctional uterine bleeding, cough, sinus pressure, fatigue, diarrhea, blood in stool, acute bronchitis, sinusitis, constipation, fibromyalgia and sinusitis. Concomitant products included escitalopram oxalate (lexapro) since (B)(6) 2015, esomeprazole since (B)(6) 2012, hydrocodone from (B)(6) 2013 to (B)(6) 2013, linaclotide (linzess) since (B)(6) 2015, nsaids from (B)(6) 2012 to (B)(6) 2017, oxycodone from (B)(6) 2015, paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2017, paracetamol (tylenol 8 hour) since (B)(6) 2014, sertraline hydrochloride (sertraline hcl) from (B)(6) 2015 and sertraline hydrochloride (zoloft) since (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"), 2 days after insertion of essure. In (B)(6) 2013, the patient experienced nausea ("nausea,"). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced anxiety ("anxiety / psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2015, the patient experienced the second episode of vaginal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with repair of vaginal cuff hemorrhage. And surgery (davinci total laparoscopic hysterectomy with left salpingo-oophorectomy and right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain was resolving and the menstrual disorder, infection, the last episode of vaginal haemorrhage, menorrhagia, anxiety, nausea, dysmenorrhoea, dyspareunia, fatigue and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, infection, menorrhagia, menstrual disorder, nausea, pelvic pain, the first episode of vaginal haemorrhage and the second episode of vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of birth (B)(6) 1984 and (B)(6) 1984 diagnostic results: impression: presents with polyarthralgias. Today's examination showed no soft tissue swelling, synovitis. Arthralgias and myalgias can be seen in conditions like fibromyalgias. Other possibilities like connective tissue disease and thyroid problem also have to be looked into. Possible raynauds affecting the fourth and fifth fingers on the left hand. One has to worry whether it is idiopathic in nature. It could be secondary to early connective tissue disease. I am not seeing any activity in any of those at this time. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, anxiety, menorrhagia, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2019: plaintiff fact sheet received. Events added from pfs- psychological or psychiatric problems condition: depression, fatigue. Onset date of event were updated. Concomitant drug, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and multiple episodes of vaginal haemorrhage ('abnormal bleeding (vaginal)', 'other injury(ies) or complication (s) please describe: postoperative hemorrhage with vaginal cuff bleeding / repair of vaginal cuff hemorrhage') in a 28-year-old female patient who had essure (batch no. A22171) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included ovarian cyst, respiratory infection, raynaud's disease, fibromyalgia and gastroesophageal reflux. Concurrent conditions included uterine bleeding, lower abdominal pain, constipation, dysfunctional uterine bleeding, cough, sinus pressure, fatigue, diarrhea, blood in stool, acute bronchitis, sinusitis, constipation, fibromyalgia and sinusitis. Concomitant products included escitalopram oxalate (lexapro) since (B)(6) 2015, esomeprazole since (B)(6) 2012, hydrocodone from (B)(6) 2013 to (B)(6) 2013, linaclotide (linzess) since (B)(6) 2015, nsaids from (B)(6) 2012 to (B)(6) 2017, oxycodone from (B)(6) 2015 to (B)(6) 2015, paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2017, paracetamol (tylenol 8 hour) since (B)(6) 2014, sertraline hydrochloride (sertraline hcl) from (B)(6) 2015 to (B)(6) 2015 and sertraline hydrochloride (zoloft) since (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"), 2 days after insertion of essure. In (B)(6) 2013, the patient experienced nausea ("nausea,"). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced anxiety ("anxiety / psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2015, the patient experienced the second episode of vaginal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections"), genital haemorrhage ("gen.abnormal bleeding"), urinary tract infection ("uti") and post procedural complication ("post procedural complication."). The patient was treated with repair of vaginal cuff hemorrhage. And surgery (davinci total laparoscopic hysterectomy with left salpingo-oophorectomy and right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and genital haemorrhage had resolved and the menstrual disorder, infection, the last episode of vaginal haemorrhage, anxiety, nausea, fatigue, depression, urinary tract infection and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, infection, menorrhagia, menstrual disorder, nausea, pelvic pain, post procedural complication, urinary tract infection, the first episode of vaginal haemorrhage and the second episode of vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of birth (B)(6) 1984 and (B)(6) 1984. Date(s) of removal: (B)(6) 2015 (discrepancy noted). Diagnostic results: impression: 1. Presents with polyarthralgias. Today's examination showed no soft tissue swelling, synovitis 2. Arthralgias and myalgias can be seen in conditions like fibromyalgias. Other possibilities like connective tissue disease and thyroid problem also have to be looked into. 3. Possible raynauds affecting the fourth and fifth fingers on the left hand. One has to worry whether it is idiopathic in nature. It could be secondary to early connective tissue disease. I am not seeing any activity in any of those at this time. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, anxiety, menorrhagia, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new event post procedural complication, gen. Abnormal bleeding, uti was added. Outcome of pain and bleeding was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.